Event description:
It was reported that pump displayed recurring malfunction alarm malf 12. There was no reported adverse impact to the customer¿s blood glucose level, as caller declined to provide blood glucose information. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump into storage mode and return it within 10 days using pre-paid label, and advised customer to reenter pump settings and reconnect cgm on replacement device, which customer understood and acknowledged.